Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of oversensing of muscle noise. The patient was brought in for testing and the system was programmed to the vector with the least amount of noise for therapy optimization. After re-programming, the patient received inappropriate shocks, even though imaging indicated good product placement. The system was kept in service for approximately four months before the system was explanted due to noise and replaced with a transvenous system. No additional adverse patient effects were reported.